Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". "The equipment finished the medication earlier than it was set for infusion."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the usage history was extracted from the device and saved in files in excel format. As the user did not inform the schedule that was in use on the day of the adverse event, we analyzed the last schedule registered on (B)(6) 2022. At 06:56:24 the user programmed the volume of 510ml and at 06:56:34 the user programmed the time of 04 hours. At 07:01:59 the user started the infusion which was correctly stopped by the equipment at 09:38:53 because air was detected in the infusion line in sufficient volume to trigger the alarm. The amount already infused was 350.78ml. At 09:38:58 the user deactivated the air-in-line alarm and disconnected the patient. The device stopped the infusion before infusing the programmed total because it detected air in the line. The user disabled the air alarm in the line, disconnected the patient and instead of removing the air from the line and continuing the infusion decided to stop it. We performed a functional test using a flow rate of 100ml/h and a volume of 100ml for an infusion in 01 hour. To verify the functionality and accuracy of the device. The history of the last use of the device did not show any evidence of error in the infusion time. Functional testing has shown that device has infused precisely. Technical complaint that the device does not infuse is unconfirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.